Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, functionality and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed a reddish material attached to the distal portion next to one of the electrodes. A slight bent was also observed in this zone, but no damage or lifted parts in the electrode were found. A functionality test was performed, and the device was recognized and visualized; however, an electrode was visualized black. No current leakage was observed. An electrical test was performed, and an open circuit was found on the tip area. Dissection of the electrode revealed more reddish material below it. It was determined that the slight bent observed may have allowed the reddish material to enter into contact with the electrical components below the electrode causing the electrical, current leakage, and recognition failures described by the customer. The root cause of this issue may be related to the handling of the device outside the manufacturing facilities; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The electrical, current leakage, and recognition issues reported by the customer were confirmed. The instructions for use contain the following recommendation: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab (pal) identified a electrode damage. It was initially reported by the customer the carto 3 system displayed a current leakage error after connecting the carto vizigo¿ 8.5f bi-directional guiding sheath - small to the patient interface unit (piu). The caller disconnected all cables and catheters from the front of the piu. The caller also noted that the vizigo sheath was also not recognized on the carto 3 system. The cable was replaced without resolution. The vizigo sheath was replaced and the issue resolved. The procedure continued. Additional information received indicated they lost body surface EKG signals both the recording and carto 3 systems. The catheter was no in the patient¿s body at the time of occurrence and the physician had an anesthesia monitor available to monitor the patient¿s heart rhythm. On (B)(6)2023 , he bwi pal revealed that a visual inspection of the returned device found a reddish material attached to the distal portion next to one of the electrodes, a slight bent was observed in this zone, but no damage or lifted parts in the electrode were found. This finding of the electrode being slightly bent is considered to e an MDR reportable malfunction since the integrity of the device has been compromised.